Event description:
A nurse reported that during surgery, the system will not maintain the chamber on phaco or irrigation/aspiration (I/a), and that there is a problem with aspiration. The impact to the pt was not disclosed. Numerous attempts have been made to gather additional information, but none was provided.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The fluidics module was replaced as a preventative measure. The company representative recommended to the customer that the I/a tips need to have the o-rings replaced. The system was then tested and met all product specifications. The root cause has not been determined. (B)(4).